Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having blurry vision all the time. The iol was exchanged for another lens approximately 45 days following the initial implant procedure. The clinical reason given for the explant was ¿blurry vision all the time.¿ additional information was requested.